Event description:
A pt was undergoing a dialysis treatment on a phoenix machine, cartridge blood tubing set and bicart. Shortly after treatment started, the pt became unresponsive without a pulse or respirations. CPR was initiated and the pt was successfully rescheduled. The pt was transferred to the hosp andadmitted for further assessment. The phoenix machine was inspected and found to be operating within MFR's spec. The disposables were discarded. (B)(4).